Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the suture got trapped on tissue and the needle dislodged from cartridge of the suturing device. There were no adverse consequences for the patient. No additional information was provided.